Event description:
The doctor placed a recovery filter in a slender female pt, with a vena cava size of approx 26mm. The doctor alleged that the filter legs did not appear to expand properly and the hooks did not feel securely anchored to the cava wall. When he touched the filter with a catheter, the filter migrated. The filter was immediately removed and another filter was placed through the same access site. The pt is fine.

Manufacturer narrative:
The device history record was reviewed with special attention to the raw materials, the mfg process and the quality control testing. This lot met all release criteria. This was the only incident reported for this mfg lot to date. The filter was returned for evaluation. Measurements were taken of the arms and the legs and the arm and leg spans, as received, and after exposure to heat at 40 degrees c. All were within specification. This device is 100% tested three times for proper arm and leg span prior to the release of the product. As received, the filter had clot in the apex of the device. The presence of clot may have affected the expansion of the filter. The info for use for the device states: precaution- it is very important to maintain introducer patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment.